Event description:
During the second and third injection of the left coronary artery, air was injected into the patient. It was reported that the patient encountered arrhythmias and st elevations as a result. These were transient and subsided within a couple of minutes. The attending physician and the scrub tech stated that the air embolism was due to the system, as they did not exchange catheters, aspirate, flush, or re-position the catheter from the first lca injection. Site went on to use the system successfully for the right coronary artery.